Event description:
It was reported that a skin reaction has occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient¿s parent, on (B)(6) 2026, the pediatric patient experienced a skin reaction with redness, inflammation and an infection that extended beyond the patch perimeter. Prior to sensor insertion the area was prepped with alcohol. Photos of the reported skin reaction in the complaint record were reviewed. The image shows a localized skin reaction at the sensor insertion site. There is a small, raised, erythematous lesion, with a central puncture-like appearance. The surrounding skin appears mildly inflamed but without visible discharge, ulceration, or extensive swelling. A marked outline drawn on the skin surrounds the affected area, suggesting that the margins of the reaction were being monitored for any spread. Within the outlined area, the skin tone appears relatively consistent aside from the central lesion. There are no obvious signs of active bleeding, bruising, or blistering visible in the image. The reaction was confirmed and is consistent with similar local skin responses previously observed and assessed in association with the device use. The findings are within the expected range of reactions known to occur at or around the device application area. There is no documentation of scarring or systemic involvement. The parent contacted the diabetes team at (B)(6) hospital and provided a photo. The diabetes team prescribed an oral amoxicillin. However, the patient, who has adhd, refused to take oral antibiotics and was admitted to the hospital for intravenous (IV) treatment (specific antibiotic unknown). Antibiotic therapy is planned to continue until (B)(6) 2026. The patient was hospitalized for 3 days from (B)(6) 2026. There was no documentation of further medical intervention. No other details were provided. At the time of the report, the patient¿s condition is improving. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).